Event description:
It was reported that during a lead revision due to low rv pacing lead impedance, a set screw anomaly was noted. Hence, the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory and was caused by silicone, septum material found inside of the v is-1 set screw hex cavity. The silicone, septum material prevented full insertion of the torque driver into the hex cavity.